Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 58.0 cm from the proximal end. The coil was intact with the distal detachment tip (ddt) of the pusher assembly. Conclusions: evaluation of the returned device confirmed the pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the pusher assembly is manipulated with force at an angle during insertion into a microcatheter, damage such as this may occur. The px slim delivery microcatheter (px slim) mentioned in the complaint was not returned for evaluation. Ruby coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and a ruby coil. During the procedure, while advancing the ruby coil through the px slim, the ruby coil kinked and was removed from the patient. The procedure successfully continued using a new ruby coil and the same px slim. There was no report of an adverse effect on the patient.